Manufacturer narrative:
The customer¿s report that the device infused faster than expected was not confirmed or replicated. The pump module event log shows the last infusion was programmed for a rate of 100ml/hr. Functional testing found the pump module to be delivering fluid within specification, however the platen upper hinge post was observed to be broken which can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The root cause of the device infusing faster than expected was due to a broken platen post at the top hinge.

Event description:
The customer reported an over infusion of unspecified medication, stating that the IV bag drained very quickly although it was supposed to infuse slowly. It was reported that the device has had the same problem several times but they could not duplicate the problem.